Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. Based on the investigation result, a likely mechanism causing the cutting wire breakage might be the following. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. However, a likely factor causing tears of the coated portion of the cutting wire might be the following : it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. However, the exact cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use 2-lumen sphincterotome disconnected when energized. It was unknown if there was a spark. The issue occurred during a therapeutic endoscopic sphincterotomy (est) procedure, while the device was inside the patient. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.